Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that she went to the doctor's office and spoke with her local representative because she could not see the insulin pump. She saw lines on the insulin pump. The numbers were also fading. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had missing segments due to a cracked lcd zebra connector. The pump passed the operating currents measurement, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected numbers fading on the screen noted. The pump had a cracked case at the display window corners, battery tube threads, reservoir tube lip, belt clip slot and minor scratches on the display window.